Event description:
It was reported that the glass behind the monitor shattered. No injury reported. A field engineer was dispatched to the site and determined the upper and lower lead glass shields needed to be replaced. Once this was completed the system was working as intended.